Manufacturer narrative:
It was reported that while in use on a patient, this 980 ventilator alarmed and "failed on a patient". Afterwards staff noticed that the ventilator was off but the display was "flashing or flickering". The service personnel (sp) inspected the ventilator and found that the screen would not turn on, was constantly alarming and the breath delivery (bd) and graphical user interface (gui) central processing units (cpu) had no power. The sp replaced the main backplane printed circuit board assembly (pcba) and direct current (dc)-dc convertor pcba. The unit passed all calibrations and tests as per manufacturer specifications at the time of service. One main backplane pcba was received for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One dc-dc converter pcba was returned to medtronic for analysis. Visual inspection of the returned part found no anomalies. The dc-dc converter pcba was attached to the failure investigation test ventilator for analysis but failed to power up. It was identified that capacitor c78 had failed short. If a failure of the capacitor c78 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty c78 on the dc-dc converter pcba. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator alarmed and "failed on a patient". The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Afterwards staff noticed that the ventilator was off but the display was "flashing or flickering".